Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. The case was reported by the initial user and the related reporting number is mw5097884 additional information is pending and will be sent in upon 30 days after receipt.

Event description:
During the procedure, there was a separation of the distal marker of the shaft of a precise rx self-expanding stent. It was retrieved with a snare to prevent distal embolization. Initially, precise stent was used to perform a trans carotid artery revascularization (tcar). The device will not be returned for evaluation as it is implanted in the patient.

Manufacturer narrative:
During the procedure, there was a separation of the distal marker of the shaft of a precise rx self-expanding stent. It was retrieved with a snare to prevent distal embolization. Initially, precise stent was used to perform a trans carotid artery revascularization (tcar). Additional procedural details were requested but are unknown. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Without the return of the device for analysis and based on the information provided, the reported ¿catheter tip~ separated - in patient¿ could not be confirmed. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics (although unknown) may have led to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective or preventive action will be taken at this time.